Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscal repair, the t1 implant of the fast-fix 360 was placed, but when the t2 implant was placed it did not go down. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on: a1, a2, a3, b5 & h6 (health effect - impact code).

Event description:
It was reported that during a right knee meniscal repair, the t1 implant of the fast-fix 360 was placed, but when the t2 implant was placed it did not go down. The t1 implant was removed completely from the patient. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. A clinical evaluation states that the provided medical records have been reviewed and based on the limited information provided, the definitive clinical root cause of the reported event cannot be determined please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.